Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced ¿significant facial oedema on the patient with painful nodules¿ after injection on the left mandibular area with juvéderm® volux¿ and on the right cheek with juvéderm® voluma¿ with lidocaine. Patient was treated with hyaluronidase and after a month of antibiotics and cortisone, the problem seemed to have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00820 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.